Event description:
It was reported that an alert/notification settings issue occurred. Date of event is an approximation. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. On (B)(6) 2024, the patient experienced a hypoglycemic event, loss consciousness, and the cgm (continuous glucose monitor) device did not alert according to the patient. The day of the event, at 12:00 pm - 3:00 pm, the patient experienced hypoglycemic events and lost consciousness. The patient got no alerts on the mobile phone at that time. His wife was nearby when it happened and gave him some honey. The patient was unconscious for 1 minute but recovered after the treatment with honey. The emergencies were not called, and no health care facility was visited. At the time of the report the patient was fine but had some muscle aches. The patient said the acute low alert was set to sound and the low alarm to 4.0 mmol. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.